Event description:
When the user carton was opened, the seal on the intra aortic balloon outer pouch was broken. Event complications: unk - reported 6/2/98.) (Pt's current status: unk - reported 6/2/98.)

Manufacturer narrative:
Eval summary: eval: a user carton, labeled as containing iab s/n j1547459, was returned for eval. Examination of the carton's contents revealed the following items: * a sterile iab, s/n j1606934, within its blister tray. The tray pouches were sealed & intact. * a complete insertion kit blister tray. The tray tabs were interlocked. The kit's blister tray sterile pouch & user instructions. Probable cause of difficulty: it was reported that when the user carton was opened, the seal on the iab (reported serial number j1547459) outer pouch was broken. It was not possible to verify this reported problem because of the discrepancy between the reported serial number & what actually was returned (even though the returned iab with serial numver j1606934 was in perfect condition). At this time, it is not possible to determine the true origin of the reported difficulty. Having the opportunity to have examined the original iab may have provided some additional insight into the reported problem. A review of the shipping documentation does show that a complete iab was shipped to the facility.